Manufacturer narrative:
Expiration date for troponin t reagent lot number was 381547 is 31-may-2020. Calibration and qc were acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys troponin t hs assay. No incorrect results were reported outside of the laboratory. The sample initially resulted with a troponin t value of 49.08 ng/l. Two to three hours later, a second sample was collected from the patient and tested on a second analyzer, resulting with a value of 12 ng/l. The first sample was then repeated on a second analyzer, resulting with a value of 12 ng/l. The value of 12 ng/l was believed to be correct. The first sample was also repeated on an unknown analyzer, resulting with a value of 13.17 ng/l. The first sample was repeated on the complained analyzer, resulting with a value of 13.53 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 381547.